Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that the sureform 30 curved-tip stapler instrument was installed on the system two times and successfully fired two sureform 30 stapler reloads (1 blue, followed by 1 white). There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted appendectomy procedure, bleeding from the appendix occurred after firing a sureform 30 curved-tip stapler instrument equipped with a sureform 30 white reload. The initial fire with a sureform 30 blue reload was successful and uneventful. The white stapler reload was then fired on target anatomy as expected; however, the resulting staple line was observed to be bleeding. Although the bleeding was minimal, intervention was required. Hemostasis was achieved using a fenestrated bipolar forceps instrument to cauterize the tissue. The procedure was completed robotically without further complication. The patient experienced no postoperative issues, and there are no concerns for long-term complications.